Event description:
It was reported to ge that a pt was injured when a portion of the mammography system fell during an exam. The site reported that the issue was caused when a pin that holds the compression paddle sheared. The site reported the injury as a contusion of the rib. This issue was not reported to ge when it occurred; therefore, ge was not able to verify the identity of the device or cause of the issue.